Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm and resumed insulin delivery; however, the insulin gauge displayed an inaccurate fill estimate of 95 units. Reportedly, the cartridge was filled with 300 units of insulin. In addition, an additional occlusion alarm occurred. A new cartridge was loaded successfully to address the issue. Blood glucose level was 260 mg/dl.